Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 500 mg/dl. The event involved product(s) unk_disposables, mmt-7040a, mmt-1884, mmt-431aj, mmt-342. The customer reported a reservoir leak, with no visible cracks/splits in the barrel. The customer does not feel ok to troubleshoot. The customer reported that the pump was exposed to moisture. Fluid is present in the reservoir compartment. No further patient complications were reported. No product return is required for unk_disposables. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No product return is required for mmt-7040a. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-431aj. Mmt-342 was requested and the customer response was the device will be returned. Frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a- snsr